Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was observed that the distal tip of the bom 7mm extended length endoscope was bent. The device was not used on a pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.